Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, drawings, the instructions for use (IFU), quality control data, and trends. A review of the device history record for the complaint device lot number 8298334, did not observe any non-conformances that may have contributed to this incident. A review of complaint history for the complaint device lot number revealed this is the only complaint associated with reported complaint lot number 8298334. The instructions for use (IFU), that accompanies this device provides the following information related to the reported failure mode: warnings: this device is intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. The bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery. The device should not be left indwelling for more than 24 hours. The balloon should be inflated with a sterile liquid such as sterile water, sterile saline, or lactated ringers solution. The balloon should never be inflated with air, carbon dioxide or any other gas. The maximum inflation is 500ml. Do not overinflate the balloon. Overinflation of the balloon may result in the balloon being displaced into the vagina. Patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed. There are no clinical data to support use of this device in the setting of dic. Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorating or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding. Patient uterine output should be monitored while the bakri postpartum balloon is in use." Precautions: this product is intended for use by physicians trained and experienced in obstetrics and gynecological techniques. Avoid excessive force when inserting the balloon into the uterus. No device was returned for evaluation. The investigation found there were no other complaints related to this production lot number. The cause of the event could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
Additional information provided.

Event description:
Additional information received on (B)(6) 2019. The contact person's first name is unknown, last name is sato and her title is midwife. The reason why the patient was sent to another hospital was not related to the alleged device malfunction.

Manufacturer narrative:
The distributor, with agreement as a representative of cook (B)(4) was notified of this event on (B)(4) 2018. However, cook (B)(4) was not notified of this event by the distributor until (B)(4) 2019. PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the user inserted the bakri tamponade balloon catheter and inflated the balloon with sterile water. However the user found a leakage from the upper side of the bifurcation area of the catheter shaft. The leakage appeared as 'expanding ball of water'. The patient had to be sent to another hospital, so the user sealed the leakage area with a tape and sent the patient with the balloon inserted. Information from the doctor at the hospital that the patient was at: the leakage area was sealed with tapes and I treated/handled the device in question in the same manner as other bakri tamponade balloon catheter. It was removed and discarded. Amount of blood transfusion was 4 units but the patient did not experience any adverse effects due to this occurrence. Additional information has been requested as to the reason patient was sent to another hospital.